Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to MFR report #3005099803-2009-04301 for the other associated device info. It was reported to boston scientific corp that a rf 3000 radiofrequency generator and a leveen needle electrode were used during a renal radiofrequency ablation (rfa) procedure. According to the complainant, sufficient roll-off was not achieved during the initial rfa procedure of a mid-pole renal lesion. A CT scan was performed three months post procedure. Although the site was treated at 190 watts for 45 minutes, the site showed little or no sign of ablation. The target site was highly vascular which may have contributed to insufficient roll-off. The physician further indicated that following 45 minutes of treatment, it is his practice to end the procedure regardless of whether roll-off had been achieved. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good and discharged. Attempts to obtain add'l info regarding the circumstances surrounding this event have been unsuccessful to date. Should add'l relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unk. (B)(4): (insufficient roll-off). The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).